Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found optic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -15.00/4.00/090 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Low vault with rotation was observed with blurred vision. On (B)(6) 2024 the lens was exchanged for a spherical model of the same size. It was reported that the surgeon will do prk on top to correct the residual astigmatism. This resolved the problem.

Manufacturer narrative:
Claim# (B)(4).